Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level ranged from 120 mg/dl to 300 mg/dl.